Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure. The manual stapling handle was being used for the third firing on the stomach. The first two reloads were able to be fired. The third reload only partially fired, approximately one third of the staple line. There was poor staple formation, incomplete staples. In order to resolve the issue and complete the case, a new stapler handle and reload were used to fire another staple line and close the original staple line. There was no patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the reload noted that it was partially fired. Staple pushers were visible at the 4cm cut line indicating the point where the handle compression had stopped. Functional testing of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure. The manual stapling handle was being used for the third firing on the stomach. The first two reloads were able to be fired. The third reload only partially fired, approximately one third of the staple line. There was poor staple formation, incomplete staples. In order to resolve the issue and complete the case, a new stapler handle and reload were used to fire another staple line and close the original staple line. There was no patient harm. The patient's outcome is alive, no injury.